Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Surgeon is not willing to provide any further details. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. The surgeon was unwilling to provide any further info. (B)(4).

Event description:
A surgeon reported that she had observed glistenings from time to time in about ten to twenty cases following intraocular lens (iol) implant surgery. The surgeon reported various lens models were used. The visual acuity of the pts were not affected and all lenses remained implanted. The surgeon was unwilling to provide any further info.